Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The patient¿s blood glucose level was 90 mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed the operating currents measurement, self test, unexpected restart error test and displacement test. Device was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. No unexpected restart error, external ram crc error alarm or lost of memory anomaly noted. No unexpected low battery alarm or failed battery test alarm noted.